Event description:
Consumer complaint of high blood results. Customer states that he feels well and requires no medical attention. Customer's expected blood results are 100-150mg/dl fasting. Back to back results 327mg/dl and 293mg/dl at 4:00pm. Verified the strips expire 05/17/2015. Customer confirms the strips are stored properly. Customer was not able to confirm when the test strips were first opened.

Manufacturer narrative:
(B)(4). Product not yet returned.